Event description:
It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The wds was flushed and inspected for bubbles/air. No bubbles were noted. A wet-to-wet connection was done upon insertion of the wds into the was. Upon unsheathing of the device to form the flx ball, st segment elevation was noted. Presumably an air embolism occurred in the right coronary artery but no air was ever visualized in any device. The closure device was deployed and the patient was monitored. The patient's vital signs remained stable and the st segment elevation resolved after a couple minutes without any intervention. The release criteria were met and the device was released. The patient left the cath lab to the recovery area in stable condition. The patient is expected to make a full recovery.